Event description:
Additional information was received that the device was explanted and replaced following reprogramming. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis conclusion: the complaint of pacing problem could not be confirmed. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Visual inspection on the device¿s header did not find anomalies that could contribute to the field complaint. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to syncopal episodes. The device was interrogated, and egm's were sent to technical support for review. Based on review of the egm's, oversensing was noted, resulting in inadequate pacing. The device was reprogrammed to resolve the issue and the patient was in stable condition.